Event description:
Consumer reported complaint for meter not powering on when a test strip was inserted. Customer stated the battery had been changed on the day of the call. The customer is using the correct battery in the correct orientation of the meter. During the call the true metrix air meter powered on using the power button but not when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated he was going to call his doctor tomorrow to see what he should do while he waits for a meter as he is insulin dependent and has to test 4 times a day.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being reported due to customer going to pharmacy for assistance due to meter not powering on when a test strip was inserted. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips were not evaluated, as per internal procedure, the failure mode is a meter evaluation only. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-102: scratched strip issue. Note 1: customer contacted manufacturer on 02-feb-2026 to ensure the replacement products resolved the initial concern - customer stated replacement products resolved initial concern. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 05-feb-2026 - customer reported he did not contact the doctor but did go the pharmacy for assistance with the original product (not the replacement). Per customer, the pharmacy was able to get the meter working.